Event description:
Olympus was reported that the ptfe pad on the jaws of the instrument broke away during a procedure. There was no pt harm reported. The facility disposed the subject device.

Manufacturer narrative:
The subject device was not returned to olympus medical sys corp (omsc) for eval. Based on the past cases with the same model, it is unk that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). If additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.